Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent proxi catheter was selected for a thrombectomy procedure in the arm arteriovenous (av) fistula. The device was inserted into the console and primed per the instructions with no issue. The console displayed the catheter was ready for use. Then, the catheter was advanced over the guidewire into the target area of the av fistula. The catheter was activated by pressing on the foot pedal to start treatment. After approximately 2-3 seconds of treatment in thrombectomy mode, a message to check the saline supply displayed. The device stopped and no aspiration was noted. The staff checked the saline supply, checked for kinks, and checked that the saline bag was fully spiked, and tried again. Several attempts were made with no success. A second solent proxi catheter was opened, primed, and used successfully with no issue. The procedure was completed and there were no patient complications. The patient status was noted as stable.